Event description:
According to the reporter, in a laparoscopic bilateral inguinal hernia repair, when the hydrated and trimmed downed mesh was slowly and carefully inserted through the trocar, the grey valve seal disengaged and went into the trocar. No device component fell into the patient¿s cavity. There was rapid loss of abdominal pressure due to the device issue. Another device was used to regain pneumoperitoneum and complete the case. The case was extended for more than 10 minutes. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the lock collar, main valve seal and converter doors were received and were intact. Functionally, the balloon could not be inflated due to the damage it was received with. The flapper door, when actuated, opened and closed properly. The converter doors move freely and were secured in place. The lock collar move up and down the cannula and snapped securely in place. The returned insufflation syringe was attached to the insufflation port and supplied air was injected into the cannula. The air flowed through the tubing and cannula unrestricted. It was reported that the seal was disengaged and there was a rapid loss of pneumoperitoneum. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of balloon was broken. The product analysis noted evidence that the device was not used as intended. The hole in the balloon may occur when contact is made with a surgical instrument during clinical application. The m anufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: care must be exercised during insertion of the balloon as well as during the course of the procedure to avoid damaging the balloon with other instruments. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the balloon had a hole at the proximal end. The lock collar, main valve seal and converter doors were received and were intact. The inflation syringe was received. The obturator was not received. Functionally, the balloon could not be inflated due to the damage it was received with. The flapper door, when actuated, opened and closed properly. The converter doors move freely and were secured in place. The lock collar move up and down the cannula and snapped securely in place. The returned insufflation syringe was attached to the insufflation port and supplied air was injected into the cannula. The air flowed through the tubing and cannula unrestricted. It was reported that the seal disengaged. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. Internal process improvements have been initiated to mitigate this issue. It was also reported that there was rapid loss of pneumoperitoneum. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition of the balloon broke not related to the reported condition. The product analysis noted evidence that the device was not used as intended. Hole in the balloon can occur if the device made contact with a surgical instrument during clinical application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: never attempt to force a mesh through the trocar. Before introducing a mesh, consult the mesh instruction for use (IFU) to confirm its compatibility with the selected trocar size. Excessive force used to insert mesh through the trocar may lead to trocar seal disengagement as well as textile damage or impact mesh deployment. Care must be exercised during insertion of the balloon as well as during the course of the procedure to avoid damaging the balloon with other instruments. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.